Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
Follow up was done with clinician on (B)(6) 2025 and was advised that the patient was referred to the office with a fractured implant collar. Patient arrived with a loose crown and when primary dentist assessed site, found fractured collar. General dentist removed abutment and placed a healing collar until removal. Patient scheduled removal after she got back form going out of country. Identified abutment loose was a fractured collar on (B)(6) 2025. Delayed removal (B)(6) 2025. Surgical/medical intervention required for permanent damage: implant removed. Additional appointment required: yes. Symptoms as a result of the event: inflammation. Grafted: grafted at removal. Bone type: unknown. Tooth site: 30.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this report is being submitted to retract the initial report, MFR report number 0002023141-2025-02456 that was submitted on september 8, 2025 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2025-02390 that was submitted on august 29, 2025. Therefore, no additional reports will be submitted under MFR report number 0002023141-2025-02456. This complaint will be closed as a duplicate and the investigation results will be documented and processed under manufacturer report #0002023141-2025-02390. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2025-02456 that was submitted on september 8, 2025 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2025-02390 that was submitted on august 29, 2025. Therefore, no additional reports will be submitted under MFR report number 0002023141-2025-02456.